Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced poor visibility. The lens was explanted. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).